Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 8 months and 1 day post implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device has not been received for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reoperations for annuloplasty products are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.